Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open aortic valve replacement procedure on (B)(6) 2017 and barbed suture was used. During the procedure, while closing the surgical wound on the fascia of the chest, the suture was detached from the needle. The surgeon¿s way of suturing was as usual. There were no adverse consequences to the patient. No additional information is available.